Manufacturer narrative:
According to the customer, on (B)(6) 2023, while walking with home nurse "the walker flipped causing me to lose control and with great deal of force". Customer reports with the help of the home nurse and his wife he was assisted to a chair. At that time, the nurse wrapped his hand. He reported excruciating pain in his right leg and right hand. On 3/31 customer visited his surgeon and had xrays done. The xray showed "4 broken bones almost aligned". At that time, the right hand was casted. A sample has been requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall with fracture.